Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient, with an artificial urinary sphincter (aus), presented with incontinence and atrophy. The physician believed that the aus cuff was originally too big for the patient when it was implanted; therefore, the aus was explanted and replaced with all new components. There were no additional patient complications reported.